Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned / not received.

Event description:
As reported: "doctor...informed me of a patient done at another hospital by another surgeon that was referred to him by that surgeon. Patient complaint of pain. "MRI and bone scan consistent with particle disease". Surgery is scheduled for (B)(6) 2018. No other information is available. Doctor didn't tell me side. Another per will be filed...after surgery". Rep reported that this event is for patient's hip. Update 23-jul-2018: patient revised on (B)(6) 2018. As reported by rep: "necrotic fat and some fluid was aspirated after incision was made. Femoral stem was well fixed and anteverted appropriately. [Surgeon] thinks the cup was loose. Removed the head and acetabulum along with one screw. A [competitor] multihole revision shell was inserted. A new femoral head was placed on the stem. Left side. No other information is available due to hospital policy".